Event description:
Subsequent to the initially filed report, the following information was received: the 3x15mm trek balloon dilatation catheter (bdc) was not soaked prior to use and was advanced without resistance. The bdc was actually inflated once at 8 atmospheres, and that's when the leak and a tear were noted. No additional information was provided.

Manufacturer narrative:
Device code 2017: failure to follow steps / instructions. Analysis of the returned product was performed and the device was sent for sem analysis. Based on this evaluation, a potential product quality issue was identified based on the noted tear and leak on the balloon which is likely what the account perceived as a balloon rupture. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.h6: code 1354 removed.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the ostium margin of the circumflex coronary artery. The 3x15mm trek balloon dilatation catheter (bdc) was prepped prior to use without issue and was inserted into an unspecified catheter. Prior to inflation, contrast was injected to get the positioning of the balloon correct, when contrast was noted to be leaking from the balloon. Another same size trek bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.